Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an bd¿ syringe with bd luer-lok¿ tip contained white foreign matter that appears to be adhered to the plunger. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex:. Event attributed to:. Device single use?:. Device returned to manufacture:.

Event description:
It was reported that an bd¿ syringe with bd luer-lok¿ tip contained white foreign matter that appears to be adhered to the plunger. No serious injury or medical intervention was reported.

Event description:
It was reported that an bd syringe with bd luer-lok tip contained white foreign matter that appears to be adhered to the plunger. No serious injury or medical intervention was reported.

Manufacturer narrative:
A photo was received for evaluation. The photo showed what appeared to be plastic particulate on the stopper of the syringe therefore failure mode is verified. While a definitive root cause could not be determined without the physical sample, the particle could be plastic dust. Plastic dust may be created throughout the manufacturing process via conveying and vibration of plastic components. Machinery is cleaned multiple times each day. All operators follow a gowning procedure to reduce foreign matter brought into the manufacturing area. All syringes have the interior flushed with ionized air to remove any potential foreign materials. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided.